Event description:
Pt called to request FDA assistance in resolving his complaints concerning his oticon hearing aids and a hearing aid dispenser. I explained that FDA regulates hearing aids MFR, but his concerns about the dispenser would be handled by the state dept of health. He said that he has already worked with them, and he is not satisfied with their handling of his case. Pt mailed several letters to district office which describe the problems that he has had with oticon and the dispenser. I told him that would enter the info into our complaint system and make sure that it gets to the appropriate district office. Documents received on 12/14/06 and forwarded to complaint coordinator.